Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 5 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a faulty patient board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
When preparing for use, a video connection issue with a bad adaptor port on the evis exera iii video system center. The procedure was completed with a similar device and there was a 15 delay, and the patient was under anesthesia. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned unit, no image was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of a bad adaptor port was not confirmed. The evaluation uncovered the video connector was in fair condition, the software version was up to date and a faulty patient board set causing no image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.